Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer changed supplies to resolve the issue. Additionally, it was reported that the cartridge was leaking from the pigtail with multiple cartridges. Customer¿s blood glucose was 220 mg/dl. Customer loaded a new cartridge to address the issue.